Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (500 mcg/ml at 80 mcg/day) via an implantable pump for unknown indications for use. It was reported that they were unable to fill up the pump completely. It was detailed that while preparing the pump for implant, the assistant removed 16 ml of water from a new pump and filled only 14 ml into it and no more (not 20 ml), even under increased pressure. It was indicated that it was confirmed that all contents (fluid and air) were removed from the pump prior to attempting to fill it. It was also noted that when the hcp was only able to fill 14 ml, no attempt was made to re-empty the pump completely again before finishing filling it. The size of the needle and syringe used to aspirate and fill the pump was unknown. The pump was implanted and worked "normally". It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. No actions/interventions were taken. At the time of the report it was unknown if the issue was resolved, but the patient status was alive without injury. No further complications were reported or anticipated.